Event description:
It was reported that this item was inserted about 10 months ago ((B)(6) 2025) to fix a proximal femur fracture. Over the last ten months since the initial surgery, the fracture did not heal and was nonunion. Last week, the implant broke inside the patient at the junction of the fracture nonunion. There is no information on anything remarkable for the implant to break. Revision surgery was held on (B)(6) 2026, to remove the broken implant. An implant from another company was inserted to fix the fracture. The revision surgery was considered successful and the patient is now recovering.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.